Manufacturer narrative:
The autopulse platform in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed. Rib fracture is an expected adverse event for both manual and mechanical cprs. The aha guidelines 2000 states, "even properly performed chest compressions can cause rib fractures in adult patients." The guidelines further state, "concern for injuries that may complicate CPR should not impede prompt and energetic application of CPR. The only alternative to timely initiation of effective CPR for the victim of cardiac arrest is death." The recently released guidelines 2005 deliver a similar message, "rib fractures and other injuries are common but acceptable consequences of CPR given the alternative of death from cardiac arrest." Large randomized clinical trials (circ, linc) showed no difference in the event rate for rib fracture between the manual compression arms and the mechanical compression arms. The safety monitoring boards for both studies determined there was no new risks identified and no risk concerns with the trials. Additionally the data from 12 different published reports indicates that the rate of liver injuries from manual CPR is 2.40% and the rate of rib fractures from manual CPR is 33%.

Event description:
Summary of event: the patient was a (B)(6). The patient was in end-stage renal failure. The patient had a shunt in the left arm. She had arterial hypertension, mitral regurgitation 1 degree, deferred hypothyreosis, secondary hyperparathyroidism and degenerative spinal disorder. The patient was taking the following medications: tacrolimus, myfortic, decortin, alendronsaure, paracetamol, targin, pantozol and l-thyroxin. The cause of the cardiac arrest was due to pulmonary embolism, haemopericardium. The patient went into cardiac arrest on (B)(6) 2015 at 7:45 pm. The event took place in the surgery department of the hospital and the nephroplogie and transplant surgery agencies were on site on the day of the event. Bystander CPR was performed by the visceral surgeon starting at 7:46 pm. The first autopulse compression began at 7:49 pm. Manual CPR was stopped for 30 seconds before the compressions with the autopulse began. There were no issues starting the autopulse. The autopulse compressions went until 9:15 pm, total time of 1 hour and 24 minutes. No manual CPR was performed at any time during this duration. The patient never achieved rosc (return of spontaneous circulation) and was pronounced at 9:17 pm on(B)(6) 2015, due to persistent asystole. During the autopsy it was discovered that the patient had 5-8 right rib fractures as well as a defect region in intercostal space 5 with a corresponding hemothorax right with 300 ml of a bloody liquid. There were 3 to 4 lacerations in the liver parenchyma, in the liver capsule region (measuring 2 cm long) found. Also detected was a splenic capsule slightly torn with sub capsular hemorrhage in the splenic parenchyma. It is unknown if the rib fractures and patient death are related to the autopulse platform. No further information was provided. Prior to the incident the customer performed their normal daily inspection of the autopulse device. No irregularities were found during the inspection. The device performed as usual with no malfunction at the time of use.

Manufacturer narrative:
The device was returned to zoll for an investigation. The evaluation of the autopulse platform did not confirm any malfunction related to the reported event. A visual inspection found no physical damage to the device. The device archive identified multiple faults on (B)(6) 2015, the date of the reported event. A user advisory 17 (max motor on time exceeded) was observed in the archive. The archive showed that on (B)(6) 2015 the battery was left inside the device until (B)(6) 2015 without charge or conditioning. On this day, the battery was used to operate the autopulse platform for more than 580 compressions until ua 17 was displayed. This error is displayed when battery management is not followed per the user manual. The instructions for use state's that "good battery management practices are essential to provide proper operation, long life, and to avoid problems during use" and "never let more than a month elapse without the battery being fully charged. Storing a battery outside of the charger for more than a month can cause permanent irreversible battery damage". A ua 7 (discrepancy between load1 and load2 too large) and ua 2 (compression tracking error) were also observed in the archive related to the patient's placement or movement on the platform. And ua 18 (max take-up revolutions exceeded) was observed, which relates to no load change was detected at the load plate consistent to when there is no patient on the device or patient to small. During functional testing, the load cell testing confirmed that both load cells were functioning normally. The autopulse platform underwent simulation compressions for several hours using a standard manikin (equivalent to 250 pound patient) with user advisory or faults. The autopulse platform passed all tests and met all required specifications.